Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely elevated architect prolactin result for three samples. The following data was provided (3-29 ng/ml-normal range): patient 1 sid (B)(6) (female) prolactin initial 32.84 ng/ml, repeated in another lab (chemiluminescence) 13.0 ng/ml (patient 2 sid (B)(6) (male) prolactin initial 47.73 ng/ml, repeated in another lab (chemiluminescence) 11.2 ng/ml patient 3 sid (B)(6) (woman) prolactin initial 62.8 ng/ml, repeated in another lab (chemiluminescence) 39.3 ng/ml. No impact to patient management was reported.

Manufacturer narrative:
Data and information provided were reviewed and support the complaint issue without indication for any additional issue. Return testing was not performed as returns were not available. Device history record review was performed on lot 39373ud00, which did not show any potential non-conformances, deviations, or non-conformances. Trending review did not identify any trends. Accuracy testing was completed using panels which mimic patient samples using an in-house retained kit stored at the recommended storage condition. All specifications were met indicating that the lot is performing acceptably. Labeling review concludes that the issue is adequately addressed. Based on the investigation, no systemic issue or deficiency of the architect prolactin assay was identified.